Manufacturer narrative:
.

Event description:
It was reported the lead was damaged during the procedure. The health care provider was not prepared to replace the lead so recommendations on how to proceed with the surgery were discussed with the MFR rep.